Manufacturer narrative:
The suspect swan ganz catheter has been requested to be returned for evaluation. It has not yet arrived. Once the product evaluation has been completed, the results will be submitted in a supplemental report. The device history record review is pending. Once the results are available, they will be submitted in a supplemental report.

Event description:
It was reported that during patient use there was a swan ganz bipolar pacing catheter that did not pace. The patient's heart rate was in the 20's and the pacing catheter would not capture. There was no patient injury. There was no inappropriate patient treatment reported.

Manufacturer narrative:
The swan ganz catheter was returned for product evaluation. The reported issue that the device would not pace was confirmed. Continuity testing found that there was a full open condition in the distal circuit. The proximal circuit was found to be continuous. The catheter body was cut down to expose the pacing lead wires. The distal lead wire was broken at the solder area. An evaluation of the balloon found that when it was inflated it was clear and concentric with 1.3 cc of air. It remained inflated for five minutes without leakage. A visual inspection was performed and there was no damage to the balloon and the windings. Based on the available information, there is no evidence that supports or confirms the failure mode is associated with a manufacturing or design defect. It is not known if any procedural factors may have contributed to the event. As part of the manufacturing process 100 percent of the units go through an electrical inspection process. The instruction for use provides direction for preparation techniques and insertion procedure steps as a guideline and an aid for the physician. A precaution is given to avoid forceful wiping or stretching of the catheter during testing and cleaning so as not to break the electrode wire circuitry. Proper functioning of the pacing catheter depends on the electrical continuity of its electrodes and internal wires. Care should be taken when handling the catheter. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review. The device history record review was completed and all manufacturing inspections passed with no non conformances.